Manufacturer narrative:
During device evaluation, the customer¿s allegation was not confirmed. Other findings include the following: the adhesive on the bending section cover had a chip; the indication on the light guide connector was not correct; the video connector and video connector case had a crack. The following components had a scratch; control unit, switch one, grip, right/left lever, forceps elevator lever, up/down plate, right/left plate, light guide cover glass, light guide connector, video connector, and video connector case. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus there was a compromised image on the endoeye flex deflectable videoscope. There were no reports of patient harm associated with this event. The device was returned and evaluated, and the adhesive around the objective lens was peeled. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to stress, external factors, or handling. The event can be detected by following the instructions for use (IFU) which state: chapter 3 preparation and inspection ¿3.3 inspection of the endoscope". [Inspection of entire endoscope] 6. Check that there are no scratches, chips, dirt, or gaps around the lens on the tip of the lens. Olympus will continue to monitor field performance for this device.